Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician's office, the patient presented with vaginal pain and discomfort on (B)(6) 2011 and with pelvic pain on (B)(6) 2011. The patient has not been seen since. All other information, including the patient's current condition, is unknown and unavailable.